Manufacturer narrative:
(B)(4). (Exemption number e2015036).

Event description:
Pentax medical was made aware of a complaint on 30jan2019. The end user reported an accessory stuck or broken in the channel of the colonoscope during the pre-inspection check, involving video colonoscope model ec-3890tlk, serial number (B)(4). The colonoscope was returned to pentax medical and evaluated on 31jan2019. The pentax medical endoscope technician did not find any stuck or broken accessories blocking the colonoscope channels. The service technician did find a large leak at the biopsy channel on the inlet side. This finding confirmed the customer's complaint. Other inspectional findings included: leak at biopsy channel (large/ primary) inlet side, failed dry leak test, up/ down brake lever tight, failed wet leak test, up/ down angulation knob play, right /left angulation knob play. However, we received an additional evaluation from pentax service in (B)(4) on 21feb2019 and while they were also not able to find any accessory that was stuck in the channels or suction tube, they did noticed a broken plastic item inside the colonoscope case. This broken portion of accessory fits into the biopsy inlet and will get stuck in the inlet. Based on the probability that this broken piece of accessory was found during the pre-inspection check by the user these findings confirmed the customers experience reported to pentax medical on (B)(6) 2019 of an accessory stuck or broken in the channel of the colonoscope during their pre-inspection check prior to the start of the procedure. Although there was no serious injury or death of a patient or user, or delay in a procedure that would require medical intervention reported, since the information reasonably suggests that if the malfunction recurs, any similar marketed device is likely to cause or contribute to a death or serious injury, we are submitting this report. On (B)(4) 2016, pentax issued a u.s. Urgent field correction which is an IFU addendum for endoscopes with instrument channels. This addendum covers any operational/cleaning accessories and therapeutic devices which can become lodged in the endoscope's instrument channel. It reminds customers to carefully check that all accessories are intact, that no parts have fallen off and become lodged within the endoscope's instrument/suction channel and to ensure that any therapeutic devices (e.g., clips, stents, balloons, etc.) Passed through the instrument channel and are accounted for after use. The colonoscope is pending repair completion.